Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a skin irritation. The patient's skin was red and puffy under the metallic mesh and electrodes. Follow-up indicated that the patient's doctor prescribed a cream for the irritation and the patient reported that the irritation was improving.